Event description:
The reporter contacted lifescan (lfs) customer service on (B) (6) 2009 alleging that the patient's one touch ping meter has a line through its display. The reporter claimed the patient developed symptoms of shaking and a headache, but was unable/unwilling to report if the symptoms started before or after the display issue began. The patient reportedly did not receive any treatment due to the display issue. There is no indication that the product caused or contributed to an adverse event. The reporter was unable/unwilling to report if the symptoms began after the display issue. However, this complaint is being reported because the display issue was not resolved with troubleshooting. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.